Event description:
It was reported the programmer displayed a serious programmer error and this could not be fixed with the service disk. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer passed bench testing. Analysis also found the stylus was bent. It is noted a system error was found in the programmer error log. (B)(4).